Event description:
Same case as 6000093-2006-02174 and 6000093-2006-02175. It was reported that during a coronary artery drug eluting stenting treatment procedure, a patient death occurred. Two lesions were present; one in the ostial 1st obtuse marginal (om) and one in the left anterior descending (lad) artery. Using a pinnacle 6 french introducer sheath, a singer marker guide wire and pt2 guide wire were both advanced to the lesion site in the lad. The physician used a maverick 2.00x22mm balloon and a maverick 2.00x20mm balloon to performed plain old balloon angioplasty (poba) in the lad. Next, the physician direct stented the ostial 1st om with a taxus express2 2.75x28mm monorail drug eluting stent (des). After deploying the stent, the physician noticed it did not look like the distal portion of the stent fully expanded. A quantum maverick 3.00x16mm balloon was advanced to the stent site and inflated at 22 atms for 30 seconds. The balloon was removed and a dissection was noticed in the vessel. A maverick 3.00x20mm balloon was advanced and was used in a attempt to treat the dissection. This was unsuccessful and the patient was sent to surgery. Ultimately the patient expired. Several attempts for follow-up have been made, but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.